Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels. Hearing performance with the device had changed suddenly and had previously been good. No accident or trauma has been reported. A re-implantation surgery is considered. However, no date has been scheduled yet.

Event description:
In situ testing showed affected channels. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final repot.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device started to be suddenly affected.